Event description:
A report was received by a ciba vision representative in 2003 from a surgeon who explanted a memory lens due to opacification in 2002. The lens was originally implanted in the pt's right eye in 2000. At 2002 pre-op visit, the pt's visual acuity reported as 6/10 od. There were no complications noted during surgery. No further info is available at this time.